Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the bending cover to be leaking and the insertion tube peeled. Additionally, the evaluation found that the button failed and the suction basset worn-out. The faulty parts need replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis lucera bronchovideoscope bending section cover leaked. The procedure was completed with similar device. Upon inspection and testing of the returned device, it was observed that the bending manipulation section and insertion tube was defective and peeled. The report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction: e1 (province) correction to g3 of the initial medwatch. The aware date should be 19-dec-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) physical stress b) chemical stress c) poor storage environment (under direct sunlight, in high temperature, in high humidity, exposure to x-rays or ultraviolet rays, etc.). The following descriptions are included in the instrunctions for use (IFU). The suggested event was preventable. "Operation manual: important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation manual: 4.1 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Reprocessing manual: chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.